Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that probe has no suction before vitrectomy surgery. The surgery was completed on the same day. There was no report of patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and was non-conforming for actuation. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter puled out of the coupling. The adhesive bond fillet was non-conforming and adhesive was observed to be present on the inner cutter. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm that the probe had an aspiration failure. The evaluation indicated that the probe had an actuation failure. The aspiration function of the probe was conforming, however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The cause of the actuation failure is the separation of components within the probe. It appears that prior to surgery the adhesive bond failed causing the inner cutter to detach from the coupling. The exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. The manufacturer internal reference number is: (B)(4).